Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the sensor was received in this condition as it was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bent cannula on their sensor. The customer stated bent cannulas were a recurring issue with their sensors. Customer's sensor will be replaced. The customer's blood glucose level was 118 mg/dl. Nothing additional information provided.